Event description:
A manufacturer representative reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor encountered a por. The por is not confirmed and is based on a longevity calculation on a clinician programmer. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer rep reported that the ins is working appropriately now, however due to the low battery life the patient is scheduled for replacement on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.